Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44mg/dl. Cause was not known. The customer received assistance from their mother who provided glucose tablets to address the decreased bg. Technical support recommended the customer consult with a healthcare professional to discuss potential factors affecting blood glucose levels, and the customer acknowledged this advice.